Event description:
In 11/02, the family member of the patient called co. In 2002, the pt tested their blood glucose level at 7:00 am on their surestep meter and obtained a result of 180 mg/dl and suddenly the meter changed to 6.9 mmol/l. The patient based their insulin on the 180 mg/dl and had their breakfast. At 11:00 am, pt became unconscious and family called the paramedics. The paramedics obtained a result of 2.2 mmol/l. The patient received 500 ml glucose. The patient was hositalized and is still in the hospital. The family member checked the meter with the doctor and with the pharmacy. The meter went to the hospital with patient and the unit of measurement may have been changed. It is not clear what the unit of measurement was set to when the patient used the meter on event day. When the customer service representative checked the meter settings for the unit of measurement, it was mg/dl. The family member said the pt was used to take their result in mg/dl, but pt also was able to convert results from mg/dl to mmol/l. At the moment the co has no more information. The meter has been replaced for the customer.